Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 waxguard came unseated and remained in the user's ear canal. The user's physician removed the waxguard. There was no injury to the user's ear.